Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a nurse could not change the insulin settings on the customer's insulin pump. The patient's blood glucose level reached up to 375 mg/dl. The customer stated that they found air bubbles in the tubing. The customer was assisted with removing the air bubbles by removing the reservoir and rewinding the insulin pump. The customer did not find any leaks. The customer was assisted with trouble shooting but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.